Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdnf053 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (asdnf053) have been reported by the same facility.

Event description:
It was reported that the tubing cracked on the needle resulting in de-accessing and re-accessing the patient's port. It was stated that there has been "no ic issues or chemo spills, but the potential is there". It was reported that this occurred twice with one patient. This report addresses the first device.